Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry at all distances. Clinical reason being not tolerating quality of vision. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that lens was exchanged for a non company lens.

Manufacturer narrative:
The lens was returned wrapped in a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to the information was provided that the multifocal toric lens, 23.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal toric iol. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).